Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated at the top of the pumping segment while on a patient and infusing ns and unasyn. There was no patient harm.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of a set separation was confirmed. Visual inspection of the separated silicone segment end noted a partial retainer ring indentation on the very end. The top of the retainer ring indentation was not present. There were no other damages or issues observed with the set's components. Functional testing was not performed due to the obvious separation. The root cause of the customer¿s report of set separation was identified as a set manufacturing issue.